Event description:
It was reported that the pt had their device system explanted and desired to have the device returned to them for "legal reasons". The pt had fallen off his tractor sometime after the implant in 2002 wanted the device removed. The neurostimulator was initially able to be interrogated but further evaluation (battery check, impedance measurements) was not performed at the request of the pt. At explant, the neurostimulator, extension, and lead appeared intact before removal. The lead needed to be cut during the removal process because as they were pulling on the lead/extension, the sheath surrounding the lead pulled away from two of the electrodes. Everything at the incision site, including the anchor, was removed. In addition, an incision was made at the midline above the shoulder as this pt's implant was in the front of the chest on the right side. Proper handling and sterilization of the explanted device and components were discussed. Additional information was requested.

Manufacturer narrative:
(B)(4)